Manufacturer narrative:
Information was received that this report was created in error and that this serial number, (B)(6), was not involved in the reported event. This report is now closed.a new report on the correct serial number, (B)(6), has been created and submitted.-

Event description:
It was reported that the patient fell and injured himself (arm broken) 4 days after the implantation. The health facility observed intermittent asystole and a pacemaker follow-up was done. All values were in range. A revision was decided. Measurements and x-ray of the device and the associated lead were in range. It was decided to exchange the device and the rv lead. Should additional information be received, this file will be updated.